Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's threshold suspend feature was not working properly. The customer's blood glucose at the time of incident was 49 mg/dl and her sensor glucose was 70 mg/dl. The customer had a headache and did not feel well. The customer mentioned that the low glucose suspend event lasted more than two hours; however, upon review of her settings she realized that the threshold suspend feature was turned off. The customer is unaware of how the threshold suspend feature was turned off. No products were returned.